Event description:
ECG cables began to deteriorate on flat service area where lead plug in.======================manufacturer response for ECG cable, m1669a (per site reporter).======================alter cleaning of device; however devices are not soaked as the manufacturer had thought.